Event description:
It was reported that the 2600 system had a kv error message. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The ion chamber connection was repaired during the service call. The system was tested, and found to be working as intended, and put back into service. This MDR is related to ge healthcare complaint number.